Event description:
The clinic reported during a cataract extraction procedure, the phacoemulsification machine stopped working in chop mode. The clinic used another phacoemulsification machine to complete the case. There was no patient injury reported.

Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo service technician at the customer's location. The technician was able to confirm the customer's reported event. The technician found bss solution at filter coupler (linked to the fluidic panel) had leaked onto the power supply. The machine was replaced and sent back to the manufacturing engineering for further evaluations. The manufacturing engineering found the subsystem controller failed to control the drain pump during spin exercise.